Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the connection of the membrane port. This was discovered in the pharmacy, prior to patient use. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 08, 2022, to october 09, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a droplet of leak at the port 2, spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.